Event description:
A patient was treated for an l4 vertebral compression fracture with balloon kyphoplasty. The procedure was completed without difficulty and the patient discharged home. Thirty-six hours post-operative the patient presented witha fever and shortness of breath. A CT angiogram revealed bone cement in the patient's lungs. A diagnosis of pulmonary embolism was made and the patient was hospitalized for oxygen administration and supportive care for the pulomary embolism. Repeat spinal x-rays failed to reveal any bone cement extravasation in the vicinity of the treated vertebral body.